Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, insulin was not being expelled from the tubing of multiple cartridges. Customer's blood glucose level was 156 mg/dl. A cartridge change was performed resolving the issue.